Event description:
It was reported that the system 9600+ initialized with an error of potentiometer cal related to the collimator. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The collimator was calibrated and all connections and mechanical aspects secured. The system was tested and found to be working as intended and placed back into service.